Event description:
It was reported that this valve was not used because it did not work. The valve did not conduct enough liquid under medium pressure after being calibrated accordingly.

Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and pre-implantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.